Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints of balloon burst and withdrawal difficulty were unable to be confirmed as no imagery was provided and the product was not returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. In addition, a review of the DHR and lot history was unable to be performed as the device lot information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials did not reveal any deficiencies. Per the event description, "the commander balloon ruptured during valve deployment. A significant injury to the access vessel during the process of removing the ruptured balloon from the vein that required open repair". It was perceived that the balloon burst was due to the interaction with the valve frame. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with the valve frame can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Also, as the balloon burst, the altered balloon profile could have made it more susceptible to catching on patient vasculature, which would have then led to the experienced retrieval difficulty. In this case, available information suggests procedural factors (withdrawal of burst balloon, interaction with valve frame) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported through a review of medical records, during a mitral valve in valve procedure using a 29mm sapien 3 ultra resilia valve via transseptal approach inside of a pre-existing surgical valve, the commander balloon ruptured during valve deployment of a sapien 3 ultra resilia valve and there was a significant injury to the access vessel during the process of removing the ruptured balloon from the vein that required open repair. By the end of the procedure, hemostasis was achieved.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned